Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. There was blood leakage in the hemostatic valve. It was reported that during the procedure, blood was leaking from the hemostatic valve. A new device was used to complete the procedure and there was no patient injury reported. They cannot confirm if the hemostatic valve was broken/separated in any section, there was no broken section that they could see. The hemostasis valve (gasket) did not break into two or more separate pieces; it was still a whole part. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body; the patient was safe. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown. No medical intervention was required to stop the bleeding. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture wsd provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 13-jul-2022, noted that a correction is needed for the 3500a follow-up #1. H6. Type of investigation missing "device not returned (b17)". H10. Additional manufacturer narrative missing, "since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed."

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The picture investigation was completed on 17-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. There was blood leakage in the hemostatic valve. It was reported that during the procedure, blood was leaking from the hemostatic valve. A new device was used to complete the procedure and there was no patient injury reported. They cannot confirm if the hemostatic valve was broken/separated in any section, there was no broken section that they could see. The hemostasis valve (gasket) did not break into two or more separate pieces; it was still a whole part. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body; the patient was safe. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown. No medical intervention was required to stop the bleeding. A picture was received for evaluation following bwi procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. The reportable issue of hemostatic valve leak was already assessed and reported under the 3500a initial. During the analysis, it was found and assessed that the cause was a hemostatic valve separation. Therefore, added the code of ¿material separation (a0413)¿ under ¿h6. Medical device problem code¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).